Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located at the account in 3 east medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit would not set due to the scale not being zeroed. The technician zeroed the scale to resolve the issue. Based on this information, no further action is required.